Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a coupling problem, the patient was having poor coupling. The patient had never been able to get good coupling since implant. The patient only got 2-4 coupling bars. An antenna locate (al) test was done and showed a change of only about 4-6 numbers. The patient wanted to have the implantable neurostimulator (ins) replaced. Information regarding troubleshooting or interventions done and patient outcome have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the device was too deep for proper charging so the patient wanted a non-rechargeable battery. No further troubleshooting or inventions were performed. The patient was doing ok but could not charge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.